Manufacturer narrative:
The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including chronic kidney disease, hyperlipidemia, diabetes mellitus and coronary artery disease.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 3300tfx valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to severe stenosis and thickened leaflets. The patient presented with heart failure, sob, decreased stamina, and weakness. The tavr was performed with a 23mm 9750tfx transcatheter valve. Per echo report, aortic valve with thickening of leaflets. The orifice motion of the prosthetic aortic valve is severely impaired. Trivial prosthesis regurgitation. Severe stenosis.

Event description:
Through implant patient registry it was learned that a patient with a 23mm 3300tfx valve in the aortic position, underwent a valve-in-valve procedure after an implant duration of 7 years, 5 months due to severe stenosis and thickened leaflets. The patient presented with heart failure, sob, decreased stamina, and weakness. The tavr was performed with a 23mm 9750tfx transcatheter valve. Per echo report, aortic valve with thickening of leaflets. The orifice motion of the prosthetic aortic valve is severely impaired, trivial regurgitation and severe stenosis.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.